Event description:
It was reported that the patient was diagnosed with tass, toxic anterior segment syndrome, following implantation of the intraocular lens, (iol). Patient had the intraocular lens (iol) implanted in their right eye on (B)(6) 2014 and returned for follow up the next day, (B)(6) 2014, with inflammation. Patient treated with pred forte drops every hour, oral prednisone once daily. Patient was referred to a retinal specialist; however, no other treatments were prescribed. Patient followed by dr (B)(6). Pred forte prescribed for four (4) days, oral prednisone for one (1) week with dosage reduced and the issue has cleared. Patient's last appointment was (B)(6) 2014 with a 20/20 best corrected visual acuity (bcva) and at target. Patient doing well. The root cause is unknown; however, it was noted that the surgery center had same issue in the summer. The doctor does not think the issue was related to the intraocular lens or any other products that were used during the implant surgery. He related the event to the surgery center. Patient is doing well.

Manufacturer narrative:
The manufacturing record review was performed for intraocular lens model zcb00 serial number (B)(4). All process operations were in compliance with manufacturing procedure specifications. No deviation or nonconformance was found related to the complaint type reported. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. There were no discrepancies or defects found during the manufacturing record review (mrr) that were related to the complaint type reported. The documentation shows that the product met manufacturing release criteria. It was stated that the doctor did not think the issue was related to the intraocular lens or any other products that were used during the implant surgery. The doctor related the event to the surgery center. It was reported that the patient was doing well. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
If explanted, give date: not applicable (na) - to date, the intraocular lens remains implanted. Cartridge, model 1mtec30, handpiece/inserter, model dk7796, lot numbers are unknown. (B)(4). Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.